Event description:
It was reported that the customer experienced difficulties with the wake button on their pump, requiring excessive pressure to turn the device on or off. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.